Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt's trunk cable was pulled from the strain relief and missing. The pulled cable damaged the trunk cable connector j702 on the distribution node (dn) pca. Additionally, the ECG c and d cables was pulled from the strain relief, damaging connector j704 on the dn pca. The root cause for the strained cables was excessive force. No adverse event resulted from the defective electrode belt. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the monitor would not power on. The cause for the failure was isolated to a shorted u500 digital signal processor and a shorted u1003 programmable logic device (pld) on the computer/analog board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's electrode belt had a damaged cable and that the patient's monitor would not power on. Additionally the patient was receiving a service code 204 (belt/monitor unusable).